Manufacturer narrative:
Bayer case number: (B)(4). Migration of one of the two devices into the uterus, requiring surgical intervention [partial expulsion of device] heavy and irregular menstrual bleeding that led to a uterine ablation [menses irregular with excessive bleeding] chronic pelvic pain and local inflammation. [Pelvic inflammation] chronic pelvic pain [pelvic pain female] severe and debilitating chronic fatigue [chronic fatigue] diffuse joint pain and muscle pain [arthromyalgia] autoimmune manifestations [autoimmune disorder] systemic inflammatory reactions [systemic inflammatory response syndrome] documented silver and tin poisoning, identified by recent biological analyses, probably related to the device. [Heavy metal poisoning] significant hair loss (diffuse alopecia) [diffuse alopecia] urinary incontinence [urinary incontinence] chronic urinary disorders [urinary tract disorder] difficulty in walking [difficulty in walking] limited ability to stand [difficulty in standing] sleep disorders [sleep disorder] anxiety [anxiety] depression [depression] irritability [irritability] concentration difficulties [concentration impairment] memory loss [memory loss] sensation of head tight [tight band round head] neuralgia [neuralgia] paraesthesia (tingling) [tingling] dizziness [dizziness] impaired balance [balance impaired nos] hearing problems [auditory disorder] hypoacusis [hypoacusis] tinnitus [tinnitus] difficulty speaking for long periods [speech disorder] tired voice [voice disturbance] olfactory disturbances [olfactory dysfunction] visual disturbances [visual disturbances] pericarditis confirmed by medical follow-up [pericarditis] cardiovascular complications [cardiovascular disorder] pulsatile tinnitus [pulsatile tinnitus] functional limitations affecting mobility [mobility decreased] functional limitations affecting grip [grip strength decreased] physical endurance. [Decreased exercise endurance] chronic musculoskeletal pain of tendon [tendon pain] ligament pain [ligament pain] joint pain [joint pain] cervical pain [uterine cervical pain] impact on daily and professional life [impaired quality of life] shortness of breath during simple activities [shortness of breath] slowness [slow movement] chest pain [chest pain] chroni cstress [stress] wakefulness [wakefulness] insomnia [insomnia] mouth breathing [mouth breathing] sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2025. The most recent information was received on 10-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("migration of one of the two devices into the uterus, requiring surgical intervention"), menometrorrhagia ("heavy and irregular menstrual bleeding that led to a uterine ablation"), pelvic inflammatory disease ("chronic pelvic pain and local inflammation.") And chest pain ("chest pain") in a 55 year-old female patient who had essure inserted (lot no. 901336, a25166) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic sinusitis (sinus surgery) in 2003 and poor sleep, dyspnoea exertional, shoulder pain, accident, thyroid disorder, parity 2 (2 children aged 24 and 26 /), asthma (following passive smoking)), eczema (very dry and fragile skin on hands and fac), allergic respiratory disease (pollen, dust mites and grasses), otitis, paracentesis, smoker, bypass surgery, arterial hypertension, asthma, cervical spondylosis and hypothyroidism. Previously administered products included: levothyrox. As concurrent condition the report mentioned overweight. On (B)(6) 2012, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), fatigue ("severe and debilitating chronic fatigue"), arthromyalgia ("diffuse joint pain and muscle pain"), autoimmune disorder ("autoimmune manifestations"), systemic inflammatory response syndrome ("systemic inflammatory reactions"), metal poisoning ("documented silver and tin poisoning, identified by recent biological analyses, probably related to the device."), diffuse alopecia ("significant hair loss (diffuse alopecia)"), urinary incontinence ("urinary incontinence"), urinary tract disorder ("chronic urinary disorders"), gait disturbance ("difficulty in walking"), dysstasia ("limited ability to stand"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), depression ("depression"), irritability ("irritability"), disturbance in attention ("concentration difficulties"), amnesia ("memory loss"), tension headache ("sensation of head tight"), neuralgia ("neuralgia"), paraesthesia ("paraesthesia (tingling)"), dizziness ("dizziness"), balance disorder (" impaired balance"), auditory disorder ("hearing problems"), hypoacusis ("hypoacusis"), tinnitus ("tinnitus"), speech disorder ("difficulty speaking for long periods"), dysphonia ("tired voice"), olfactory dysfunction ("olfactory disturbances"), visual impairment ("visual disturbances"), pericarditis ("pericarditis confirmed by medical follow-up"), cardiovascular disorder ("cardiovascular complications"), pulsatile tinnitus ("pulsatile tinnitus"), mobility decreased ("functional limitations affecting mobility"), exercise tolerance decreased ("physical endurance."), tendon pain ("chronic musculoskeletal pain of tendon"), ligament pain ("ligament pain"), joint pain ("joint pain"), uterine cervical pain ("cervical pain"), impaired quality of life ("impact on daily and professional life"), dyspnoea ("shortness of breath during simple activities"), bradykinesia ("slowness"), chest pain (seriousness criterion hospitalisation), stress ("chroni cstress"), poor quality sleep ("wakefulness"), insomnia ("insomnia"), mouth breathing ("mouth breathing") and sick leave ("sick leave") and was found to have grip strength decreased ("functional limitations affecting grip"). The patient was hospitalised from (B)(6) 2025 to (B)(6) 2025. The patient was treated with aspirine (acetylsalicylic acid, acetylsalicylic acid) as well as surgery (to remove essure and uterine ablation) and non-drug therapy (cardiac stent). At the time of the report, the outcomes for device expulsion, pelvic inflammatory disease, pelvic pain, fatigue, arthromyalgia, autoimmune disorder, systemic inflammatory response syndrome, metal poisoning, diffuse alopecia, urinary incontinence, urinary tract disorder, gait disturbance, dysstasia, sleep disorder, anxiety, depression, irritability, disturbance in attention, amnesia, tension headache, neuralgia, paraesthesia, dizziness, balance disorder, auditory disorder, hypoacusis, tinnitus, speech disorder, dysphonia, olfactory dysfunction, visual impairment, pericarditis, cardiovascular disorder, pulsatile tinnitus, mobility decreased, grip strength decreased, exercise tolerance decreased, tendon pain, ligament pain, joint pain, uterine cervical pain, impaired quality of life, dyspnoea, bradykinesia, chest pain, stress, poor quality sleep, insomnia, mouth breathing and sick leave were unknown. The reporter considered amnesia, anxiety, arthromyalgia, joint pain, auditory disorder, autoimmune disorder, balance disorder, bradykinesia, cardiovascular disorder, chest pain, depression, device expulsion, diffuse alopecia, disturbance in attention, dizziness, dysphonia, dyspnoea, dysstasia, exercise tolerance decreased, fatigue, gait disturbance, grip strength decreased, hypoacusis, impaired quality of life, insomnia, irritability, ligament pain, menometrorrhagia, metal poisoning, mobility decreased, mouth breathing, neuralgia, olfactory dysfunction, paraesthesia, pelvic inflammatory disease, pelvic pain, pericarditis, poor quality sleep, sick leave, sleep disorder, speech disorder, stress, systemic inflammatory response syndrome, tendon pain, tension headache, tinnitus, pulsatile tinnitus, urinary incontinence, urinary tract disorder, uterine cervical pain and visual impairment to be related to essure administration. The reporter commented: another essure insertion reported as (B)(6) 2013. Period of occurrence from (B)(6) 2012 - effects observed in daily life since the insertion of the essure device, I (female) have experienced multiple serious adverse effects, significantly affecting my physical, psychological, and functional health. Work as a teacher has been severely impacted by chronic fatigue, vocal and auditory disorders, and cognitive overstimulation in a noisy environment, to the point that I must receive recognition of disabled worker status, which I have just requested. All of these manifestations were documented by my referring physicians: gynecologist, cardiologist, ear, nose & throat (ent) specialist, psychiatrist, speech therapists and preventive medicine physician. These adverse effects, combined with the cases of silver and tin poisoning that recently came to light, confirm the probable link between the complications. One of the two devices have been removed. The gynecologist who performed the operation is unable to tell me which one, nor to confirm its removal to me, despite my request for my medical records comments: request for recognition of disabled worker status (rqth) in progress. Scheduled removal. Conclusion on discharge patient presenting with atypical chest pain for several months and having recently received a normal cardiological examination. Due to a new episode of chest pain, a troponin test was performed outpatient and showed a value at the upper limit of normal. She was therefore hospitalised in our department. All paraclinical examinations were normal (ECG with minimal pr segment elevation). Given the hypothesis of myopericarditis, we implemented anti-inflammatory therapy which led to a regression of the symptoms. Conclusion the quantitative (deviation from the norm) and qualitative data are consistent with the expressed complaint. They allow us to objectively demonstrate the existence of primary memory (versus language) and execute e function disorders. We note:- impairment of episodic memory and short-term memory deficit in remembering auditory (verbal and non-verbal) and visual information - working memory impairment - a significant impairment of flexibility. Regarding the language sphere, the lexical naming score rules out the existence of a lexical and phonological disorder (accuracy and speed of access to the oral lexicon from images), and the preservation of the semantic system (access to semantic representations from images). In conversation, no particularities are noted on the syntactic level (in production), nor any difficulty in understanding, but the patient reports reduced discourse skills in natural situations compared to before, including digressions and a lack of organization when developing discourse (orally as well as in writing). These symptoms may be partly secondary to the impairment of other cognitive functions since there is an interdependence between them. The medical history allows us to identify the existence of conditions that aggravate the symptoms of the disorders: noise, fatigue, the simultaneity or accumulation of tasks, and the length of the tasks. Autonomy is fully preserved, but the difficulties encountered have an impact: on professional activity. If the work environment were to be redesigned, it would be beneficial to allow for staggered work periods and to promote a quiet to moderately noisy environment. Regarding her daily life: reduced outings, fatigability and slowness, deterioration of mental state, forgetfulness which can impair the quality of her interactions with others. She spontaneously developed and implemented effective tools to help her partially compensate for her difficulties (lists, notes, reduction of daily obligations, etc.) But there is significant fatigability. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.391 kg/sqm. [C-reactive protein] (date unknown): negative. [Echocardiogram] (dates unknown): non-dilated ascending aorta measuring 28.8 mm left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease minimal aortic regurgitation. Tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium. Non-dilated inferior vena cava measuring 12mm and compliant. Conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) and non-dilated ascending aorta measuring 28.8 mm left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease minimal aortic regurgitation tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium non-dilated inferior vena cava measuring 12mm and compliant conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) [echocardiogram] (dates unknown): non-dilated ascending aorta measuring 28.8 mm left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease minimal aortic regurgitation tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium non-dilated inferior vena cava measuring 12mm and compliant conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) and non-dilated ascending aorta measuring 28.8 mm left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease minimal aortic regurgitation tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium non-dilated inferior vena cava measuring 12mm and compliant conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) [stress echocardiogram] (date unknown): no clinical, electrical, or echocardiographic evidence of exercise-induced myocardial ischaemia. No arrhythmia or conduction disorder during exertion lot number- 901336; manufacture date-30-sep-2011; expiration date-30-sep-2014 lot number- a25166; manufacture date- 31-jul-2012; expiration date- 31-jul-2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-dec-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Migration of one of the two devices into the uterus, requiring surgical intervention [partial expulsion of device]. Heavy and irregular menstrual bleeding that led to a uterine ablation [menses irregular with excessive bleeding]; chronic pelvic pain and local inflammation. [Pelvic inflammation]. Chronic pelvic pain [pelvic pain female]; severe and debilitating chronic fatigue [chronic fatigue]; diffuse joint pain and muscle pain [arthromyalgia]; autoimmune manifestations [autoimmune disorder]; systemic inflammatory reactions [systemic inflammatory response syndrome]; documented silver and tin poisoning, identified by recent biological analyses, probably related to the device. [Heavy metal poisoning]; significant hair loss (diffuse alopecia) [diffuse alopecia]; urinary incontinence [urinary incontinence]; chronic urinary disorders [urinary tract disorder]; difficulty in walking [difficulty in walking]; limited ability to stand [difficulty in standing]; sleep disorders [sleep disorder]; anxiety [anxiety]; depression [depression]; irritability [irritability]; concentration difficulties [concentration impairment]; memory loss [memory loss]; sensation of head tight [tight band round head]; neuralgia [neuralgia]; paraesthesia (tingling) [tingling] ; dizziness [dizziness]; impaired balance [balance impaired nos;] hearing problems [auditory disorder]; hypoacusis [hypoacusis] ; tinnitus [tinnitus]; difficulty speaking for long periods [speech disorder]; tired voice [voice disturbance]; olfactory disturbances [olfactory dysfunction] ; visual disturbances [visual disturbances] ; pericarditis confirmed by medical follow-up [pericarditis] ; cardiovascular complications [cardiovascular disorder]; pulsatile tinnitus [pulsatile tinnitus]; functional limitations affecting mobility [mobility decreased] ; functional limitations affecting grip [grip strength decreased]; physical endurance. [Decreased exercise endurance] ; chronic musculoskeletal pain of tendon [tendon pain] ; ligament pain [ligament pain] ; joint pain [joint pain] ; cervical pain [uterine cervical pain]; impact on daily and professional life [impaired quality of life]; shortness of breath during simple activities [shortness of breath] ; slowness [slow movement] ; chest pain [chest pain] ; chroni cstress [stress] ; wakefulness [wakefulness] ; insomnia [insomnia] ; mouth breathing [mouth breathing] ; sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number:(B)(4)) on 01-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("migration of one of the two devices into the uterus, requiring surgical intervention"), menometrorrhagia ("heavy and irregular menstrual bleeding that led to a uterine ablation"), pelvic inflammatory disease ("chronic pelvic pain and local inflammation.") And chest pain ("chest pain") in a 55 year-old female patient who had essure inserted (lot no. 901336, a25166) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic sinusitis (sinus surgery) in 2003 and poor sleep, dyspnoea exertional, shoulder pain, accident, thyroid disorder, parity 2 (2 children aged 24 and 26 /), asthma (following passive smoking)), eczema (very dry and fragile skin on hands and fac), allergic respiratory disease (pollen, dust mites and grasses), otitis, paracentesis, smoker, bypass surgery, arterial hypertension, asthma, cervical spondylosis and hypothyroidism. Previously administered products included: levothyrox. As concurrent condition the report mentioned overweight. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced device expulsion (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), fatigue ("severe and debilitating chronic fatigue"), arthromyalgia ("diffuse joint pain and muscle pain"), autoimmune disorder ("autoimmune manifestations"), systemic inflammatory response syndrome ("systemic inflammatory reactions"), metal poisoning ("documented silver and tin poisoning, identified by recent biological analyses, probably related to the device."), diffuse alopecia ("significant hair loss (diffuse alopecia)"), urinary incontinence ("urinary incontinence"), urinary tract disorder ("chronic urinary disorders"), gait disturbance ("difficulty in walking"), dysstasia ("limited ability to stand"), sleep disorder ("sleep disorders"), anxiety ("anxiety"), depression ("depression"), irritability ("irritability"), disturbance in attention ("concentration difficulties"), amnesia ("memory loss"), tension headache ("sensation of head tight"), neuralgia ("neuralgia"), paraesthesia ("paraesthesia (tingling)"), dizziness ("dizziness"), balance disorder (" impaired balance"), auditory disorder ("hearing problems"), hypoacusis ("hypoacusis"), tinnitus ("tinnitus"), speech disorder ("difficulty speaking for long periods"), dysphonia ("tired voice"), olfactory dysfunction ("olfactory disturbances"), visual impairment ("visual disturbances"), pericarditis ("pericarditis confirmed by medical follow-up"), cardiovascular disorder ("cardiovascular complications"), pulsatile tinnitus ("pulsatile tinnitus"), mobility decreased ("functional limitations affecting mobility"), exercise tolerance decreased ("physical endurance."), tendon pain ("chronic musculoskeletal pain of tendon"), ligament pain ("ligament pain"), joint pain ("joint pain"), uterine cervical pain ("cervical pain"), impaired quality of life ("impact on daily and professional life"), dyspnoea ("shortness of breath during simple activities"), bradykinesia ("slowness"), chest pain (seriousness criterion hospitalisation), stress ("chroni cstress"), poor quality sleep ("wakefulness"), insomnia ("insomnia"), mouth breathing ("mouth breathing") and sick leave ("sick leave") and was found to have grip strength decreased ("functional limitations affecting grip"). The patient was hospitalised from (B)(6) 2025 to (B)(6) 2025. The patient was treated with aspirine (acetylsalicylic acid, acetylsalicylic acid) as well as surgery (to remove essure and uterine ablation) and non-drug therapy (cardiac stent). At the time of the report, the outcomes for device expulsion, pelvic inflammatory disease, pelvic pain, fatigue, arthromyalgia, autoimmune disorder, systemic inflammatory response syndrome, metal poisoning, diffuse alopecia, urinary incontinence, urinary tract disorder, gait disturbance, dysstasia, sleep disorder, anxiety, depression, irritability, disturbance in attention, amnesia, tension headache, neuralgia, paraesthesia, dizziness, balance disorder, auditory disorder, hypoacusis, tinnitus, speech disorder, dysphonia, olfactory dysfunction, visual impairment, pericarditis, cardiovascular disorder, pulsatile tinnitus, mobility decreased, grip strength decreased, exercise tolerance decreased, tendon pain, ligament pain, joint pain, uterine cervical pain, impaired quality of life, dyspnoea, bradykinesia, chest pain, stress, poor quality sleep, insomnia, mouth breathing and sick leave were unknown. The reporter considered amnesia, anxiety, arthromyalgia, joint pain, auditory disorder, autoimmune disorder, balance disorder, bradykinesia, cardiovascular disorder, chest pain, depression, device expulsion, diffuse alopecia, disturbance in attention, dizziness, dysphonia, dyspnoea, dysstasia, exercise tolerance decreased, fatigue, gait disturbance, grip strength decreased, hypoacusis, impaired quality of life, insomnia, irritability, ligament pain, menometrorrhagia, metal poisoning, mobility decreased, mouth breathing, neuralgia, olfactory dysfunction, paraesthesia, pelvic inflammatory disease, pelvic pain, pericarditis, poor quality sleep, sick leave, sleep disorder, speech disorder, stress, systemic inflammatory response syndrome, tendon pain, tension headache, tinnitus, pulsatile tinnitus, urinary incontinence, urinary tract disorder, uterine cervical pain and visual impairment to be related to essure administration. The reporter commented: another essure insertion reported as (B)(6) 2013 period of occurrence from (B)(6) 2012 - effects observed in daily life since the insertion of the essure device, I (female) have experienced multiple serious adverse effects, significantly affecting my physical, psychological, and functional health. Work as a teacher has been severely impacted by chronic fatigue, vocal and auditory disorders, and cognitive overstimulation in a noisy environment, to the point that I must receive recognition of disabled worker status, which I have just requested. All of these manifestations were documented by my referring physicians: gynecologist, cardiologist, ear, nose & throat (ent) specialist, psychiatrist, speech therapists and preventive medicine physician. These adverse effects, combined with the cases of silver and tin poisoning that recently came to light, confirm the probable link between the complications. One of the two devices have been removed. The gynecologist who performed the operation is unable to tell me which one, nor to confirm its removal to me, despite my request for my medical records comments: request for recognition of disabled worker status (rqth) in progress. Scheduled removal. Conclusion on discharge patient presenting with atypical chest pain for several months and having recently received a normal cardiological examination. Due to a new episode of chest pain, a troponin test was performed outpatient and showed a value at the upper limit of normal. She was therefore hospitalised in our department. All paraclinical examinations were normal (ECG with minimal pr segment elevation). Given the hypothesis of myopericarditis, we implemented anti-inflammatory therapy which led to a regression of the symptoms. Conclusion - the quantitative (deviation from the norm) and qualitative data are consistent with the expressed complaint. They allow us to objectively demonstrate the existence of primary memory (versus language) and execute e function disorders. We note:- impairment of episodic memory and short-term memory deficit in remembering auditory (verbal and non-verbal) and visual information - working memory impairment - a significant impairment of flexibility. Regarding the language sphere, the lexical naming score rules out the existence of a lexical and phonological disorder (accuracy and speed of access to the oral lexicon from images), and the preservation of the semantic system (access to semantic representations from images). In conversation, no particularities are noted on the syntactic level (in production), nor any difficulty in understanding, but the patient reports reduced discourse skills in natural situations compared to before, including digressions and a lack of organization when developing discourse (orally as well as in writing). These symptoms may be partly secondary to the impairment of other cognitive functions since there is an interdependence between them. The medical history allows us to identify the existence of conditions that aggravate the symptoms of the disorders: noise, fatigue, the simultaneity or accumulation of tasks, and the length of the tasks. Autonomy is fully preserved, but the difficulties encountered have an impact: on professional activity. If the work environment were to be redesigned, it would be beneficial to allow for staggered work periods and to promote a quiet to moderately noisy environment. Regarding her daily life: reduced outings, fatigability and slowness, deterioration of mental state, forgetfulness which can impair the quality of her interactions with others. She spontaneously developed and implemented effective tools to help her partially compensate for her difficulties (lists, notes, reduction of daily obligations, etc.) But there is significant fatigability. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.391 kg/sqm. [C-reactive protein] (date unknown): negative. [Echocardiogram] (dates unknown): non-dilated ascending aorta measuring 28.8 mm left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease. Minimal aortic regurgitation. Tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium. Non-dilated inferior vena cava measuring 12mm and compliant. Conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) and non-dilated ascending aorta measuring 28.8 mm. Left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease. Minimal aortic regurgitation. Tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium. Non-dilated inferior vena cava measuring 12mm and compliant. Conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) [echocardiogram] (dates unknown): non-dilated ascending aorta measuring 28.8 mm left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease. Minimal aortic regurgitation. Tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium. Non-dilated inferior vena cava measuring 12mm and compliant. Conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test) and non-dilated ascending aorta measuring 28.8 mm. Left ventricle (lv) not dilated, no hypertrophy, good kinetics. Preserved left ventricular ejection fraction (lvef) estimated between 56-60% left ventricular filling pressure (lvfp) low with e/a wave ratio at 0.7 and e/ea average at 5.8 no mitral or tricuspid valve disease. Minimal aortic regurgitation. Tricuspid annular plane systolic excursion (tapse) at 21 mm and s' wave at 17.6 cm/s dry pericardium. Non-dilated inferior vena cava measuring 12mm and compliant. Conclusion of the initial management: suspected myopericarditis? Troponin cycle: aspirin 1 g intravenously (IV) (therapeutic test). [Stress echocardiogram] (date unknown): no clinical, electrical, or echocardiographic evidence of exercise-induced myocardial ischaemia. No arrhythmia or conduction disorder during exertion. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.